Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was in the 500 mg/dl range with a moderate level of ketones. The customer changed the supplies on the pump. An insulin injection and boluses via the pump were used to address the bg level. The ketone level had been lowered. The customer had resolved the occlusions.